Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported tissue injury and recurrent mr. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 60-year-old male presented with severe mitral regurgitation due to posterior leaflet (p2) prolapse and developed dyspnea on exertion. Despite extensive counseling, he refused surgery and opted for transcatheter edge-to-edge repair (teer); three clips were placed with a reduction in mr from severe to mild-moderate. The patient remained asymptomatic for two years; however, on (B)(6) 2023, he developed recurrent dyspnea with severe mr and robotic mitral repair was performed. Three clips were removed, with considerable raw surface of both anterior and posterior leaflets necessitating extensive debridement (removal of dead unhealthy tissue). Subsequently, a triangular resection of p2 was performed. A secondary chord from p2 was transposed to a3. A saline test was performed demonstrating residual mr necessitating additional repair. Edge-to-edge repair of a3 to p3 and a2 to p2 was performed, and a 38mm true-sized flexible annuloplasty band was placed. Post-bypass transesophageal echocardiogram (tee) revealed mild residual mr with a mean transmitral gradient of 4mmhg. The patient was discharged on postoperative day 4 after an uneventful hospital course. Details can be found in the attached article, titled: " mitral valve surgery after failed transcatheter edge-to-edge repair: operative techniques and institutional experience."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿mitral valve surgery after failed transcatheter edge-to-edge repair: operative techniques and institutional experience".